Event description:
It was reported that the suture broke when it was pulled through the femoral tunnel. No patient injury was reported.

Manufacturer narrative:
Examination is not possible, as the device has not been returned. A photograph was sent for evaluation. Examination of the photograph shows the pulling suture has been broken or cut the photo is inconclusive. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that the suture broke when it was pulled through the femoral tunnel. A signifant delay greater than 30 minutes was presented. No patient injury was reported.